Event description:
Procedure type: vascular. According to the reporter: alleged needle broken at carotid. Therefore patch was pushed away. Revision necessary. New patch, new anastomosis, danger of beginning multiple-organ-failure. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).